Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was operational and above eri when received from the field.

Event description:
It was reported that interrogation revealed reset mode. Although the device was restored, it was explanted the next day.